Event description:
It was reported that in the gsicu after advancing the guide wire into the raulerson syringe, the physician held the guide wire in place and removed the needle and syringe. The physician performed a skin nick to enlarge the puncture site then threaded the tip of the dilator over the guide wire. The dilator would not advance smoothly, and after it was withdrawn, the tip was found deformed. As a result, another kit was opened and used to successfully complete the procedure. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). This report is for the second consecutive product malfunction with the same pt. The initial event was reported under MDR #1036844-2015-00178.